Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the reported no output and no telemetry condition and determined the cause to be a faulty crystal oscillator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer prior to use with no additional information. The device was analyzed and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.